Manufacturer narrative:
Correction: on initial MDR, the method code should be b14. Additional information has been provided in h.3, and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the patient had the lens in left eye replaced with a company lens (cataract surgery). The vision in the new eye was worse than the vision in uncorrected right eye, which was north of 20/400. Focus was poor at all distances with the lens. While colors in my right eye were vivid, colors in my left eye were washed out, e.g., blacks seen with right eye were grey in left. There was a pervasive, diffusive fog that blurs edges on everything, in any lighting condition. It was difficult to read words on a white page, and reading was the bulk of the job. Additional information has been requested and received stating that the patient had started experiencing symptoms immediately after surgery and continuing since then, the doctor says that after testing on (B)(6), vision in the left eye is 20/40. Examination of eye and lens showed no apparent cause (retina and lens appear clear). Patient was told that the lack of focus was not correctable with eyeglasses (eyecare provider conducted vision tests on 9/16). Eye drops for moisture had no effect. Currently using prescription drops. They had no effect. Another followup scheduled for on (B)(6). Surgery to remove the multifocal lens scheduled for on (B)(6).